Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") and uterine leiomyoma ("uterine fibroid") in an adult female patient who had essure inserted (lot no. D46959). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted (intra-uterine). In (B)(6) 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important). In (B)(6) 2018 she underwent ovarian cystectomy ("ovarian cyst removed"). An unknown time later she was found to have uterine leiomyoma (seriousness criterion medically important). The patient was treated with surgery (embolisation in (B)(6) 2020 at the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding, ovarian cystectomy and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. The most recent follow-up information incorporated above includes data received on: 25-oct-2022: processed with initial. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)/(B)(4)) on 24-oct-2022. The most recent information was received on 04-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") and uterine leiomyoma ("uterine fibroid") in an adult female patient who had essure inserted (lot no. D46959). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted (intra-uterine). In (B)(6) 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important). In (B)(6) 2018 she underwent ovarian cystectomy ("ovarian cyst removed"). An unknown time later she was found to have uterine leiomyoma (seriousness criterion medically important). The patient was treated with surgery (embolisation in (B)(6) 2020). At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding, ovarian cystectomy and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Lot number: d46959. UDI: (B)(4). Production date: 2015-01-20. Expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.